Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: brown particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, right-side rupture. The device has been explanted.

Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, right-side rupture. The device has been explanted.